Event description:
Event description boston scientific received information that this coronary sinus lead exhibited impedences ranging from 600 to greater than 2000 ohms and increased threshold measurements. It was also reported that there was probable lead dislodgement with intermittant loss of caputer at varying outputs.

Manufacturer narrative:
As of today, the physician is electing to monitor the patient. No adverse patient affects have been reported in association with this event. The available information suggests that the lead remains in service. This event will be update should any additional information related to this event becomes available. The patient reported that this lead had also been fractured. Over three years later, this lead was surgically abandoned during a device change-out.

Event description:
Boston scientific received information that this coronary sinus lead exhibited impedences ranging from 600 to greater than 2000 ohms and increased threshold measurements. It was also reported that there was probable lead dislodgement with intermittent loss of capture at varying outputs.